Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 600 mg/dl. Customer had blood glucose level of 292 mg/dl. Customer was treated with insulin pump and manual injection. Customer was not using auto mode. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. The insulin pump will be and will not be returned for analysis.